Manufacturer narrative:
Product ID 3889-28, lot# v514033, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had a urinary tract infection. It was stated, the patient was prescribed cipro for 7 days. It was noted this was a new illness or injury and the patient had blood in their urine for two days, had burning with urination and pressure. Reportedly, the issue was resolved without sequelae on (B)(6) 2012.